Manufacturer narrative:
According to the field, this lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this lead could not be placed with good measurements. The patient was reported to have experienced abdominal pain during the procedure. An echography exam showed blood in the pericardium and it is believed the patient had been perforated. The physician decided to suspend the procedure and the lead was never in service. Additional information provided from the field indicated the physician was unaware if this lead caused the perforation or not. No additional adverse patient effects were reported.